Event description:
The user's hearing performance with the device is affected because the device has reportedly started to migrate. Revision surgery has been scheduled for (B)(6) 2024. Confirmation on the functionality of the device per maestro data is still pending.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected because the device has reportedly started to migrate. Revision surgery has been scheduled for (B)(6) 2024. Confirmation on the functionality of the device per maestro data is still pending.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
The user's hearing performance with the device is affected because the device has reportedly started to migrate. The user has been reimplanted.